Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3garw-cg, serial number/date code (B)(4)is approximately 4 years and 10 months old. The owner's manual part number 1143151 rev e (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the chair allegedly rolls approximately one half rotation after the brakes click in. The dealer attempted to duplicate the incident without success. The dealer replaced the joystick. The issue recurred. The dealer replaced the controller. The incident was then duplicated. Suggestion was made to replace the motors . (B)(4) has been issued for the replacement motors. Uncontrolled movement is a potential for fall injury. MDR filed.

Event description:
Customer alleged the chair rolls on a lift about a half a rotation after the brakes click in. (B)(4). No injury alleged.